Manufacturer narrative:
Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent cannula and hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#1277214).

Event description:
It was reported that the shield separated from needle prior to use with 2 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: it is reported shealth was separated from needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the shield separated from needle prior to use with 2 bd vacutainer eclipse blood collection needle with pre-attached holder. The following information was provided by the initial reporter: it is reported shealth was separated from needle.